Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Neurology reported that a vns pt presented in their office about a month ago for a routine visit. At that time, diagnostics were performed that showed a high lead impedance with a dcdc code of 7. The pt's device was turned off and he was sent to his surgeon. No pain or other discomfort was reported. X-rays were reviewed by the pt's surgeon that did not reveal a lead break. The pt had revision surgery and the generator was not replaced as it was tested with the resistor pin and showed to be operating normally. The lead was revised and a new lead was implanted. Upon explant, the surgeon said he noticed a crimp in the lead body but couldn't be sure that this did not occur during the surgical procedure. Manufacture is pending receipt of the explanted product for analysis.